Event description:
It was reported the patient underwent reverse shoulder arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to periprosthetic fracture as a result of the a loosened baseplate. The surgeon indicated that the baseplate was not implanted correctly during the initial procedure. The baseplate, tray, glensphere and bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." And "intraoperative or postoperative bone fracture and/or postoperative pain."